Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Post-procedure after the catheters were removed from the body, the patient¿s blood pressure dropped. Cardiac tamponade was confirmed by transthoracic echo (tee). Pericardiocentesis was performed to remove 650 cc of fluid from the pericardial space. The patient was stabilized and was moved to the intensive care unit (ICU) for recovery. There¿s no information regarding extended hospitalization or patient¿s outcome. The physician believed the adverse event occurred when the thermocool® smart touch® sf bi-directional navigation catheter was placed in the right ventricle post pacing. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
The (manufacturing record evaluation has been provided on may 15, 2019. A manufacturing record evaluation was performed for the finished device 30145904l number, and no internal action was found during the review. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Therefore, method codes, result codes and conclusion codes has been populated. Manufacturer's reference number: (B)(4).